Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement and high pacing threshold which were detected at wound check through testing and fluoroscopy. This lead remains in service. No additional adverse patient effects were reported.